Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes returned to manufacturer: yes date returned to manufacturer: 07/22/2021 section h3: device evaluated by manufacturer ¿ yes device evaluation: the product was returned in its original packaging with directions for use (dfu) and label stickers. Upon evaluation of the device, the plunger was in advanced position, and the pushrod looked centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. Traces of lubricating material was observed in the cartridge. The lens got stuck at the cartridge tip which was cracked. The lens was torn. The reported issue was verified; however, due to the conditions of the sample returned it is not possible to determine if the reported issue is related to handling or to the manufacturing process. Manufacturing records review: the manufacturing records for the device were reviewed. Manufacturing record review (mrr) was conducted and no non conformances/discrepancy/deviations for similar issues were found during mrr. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Telephone number: (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was faulty that the tip of the cartridge was too wide. The lens was partially delivered into patient's right eye and then removed in the same procedure. There were no other medical/ surgical intervention that was required. The procedure was completed successfully using backup lens of same model and diopter. The patient was doing good when discharged. No further information is available.